Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia due to occlusion. The customer reported that she had high blood glucose levels of 32 mmol/l. The customer stated that the insulin pump alarmed three times no delivery. The customer treated herself with a correction. The customer stated that her blood glucose was going down. Troubleshooting was performed. The insulin pump passed the displacement test. The customer stated that the insulin pump was working fine. The customer stated that she change site every three days. The customer was advised to return the reservoir and infusion sets. Reservoirs and infusion are expected to return for analysis. Additional device related incidents: insulin pump ((B)(4)) ; reservoir ((B)(4)).